Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating peeled off. A jtip 035/260/3mm amplatz super stiff¿ guide wire was advanced to cross a lesion. However, during withdrawal of the device, its coating has been peeled away from the tip of the wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has coil unraveled as part of overall visual revision. The device has the distal tip unraveled and the core wire kinked, the core wire measures 259,8 cm. Besides, the coating of the coil is peeled. Overall length and outer diameter (od) of distal tip could not be performed due to device condition (distal tip unraveled). Od of middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire coating peeled off. A jtip 035/260/3mm amplatz super stiff¿ guide wire was advanced to cross a lesion. However, during withdrawal of the device, its coating has been peeled away from the tip of the wire. No patient complications were reported.